Event description:
The lag screw was being removed because of lateral soft tissue pain. It was reported that the gamma lag screw inserter broke. The teeth of the lag screw were over torqued and became twisted and unusable.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.